Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. Subsequently, a cartridge change error occurred during the load sequence. Additionally, a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the customer performed a cartridge change resolving the issue. Customer's blood glucose ranged from 273-300 mg/dl.